Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual, tactile, and microscopic examination of the hypotube shaft identified multiple hypotube kinks and a break at 37cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of the stent profile revealed no sign of damage, stretching or lifting of the stent struts. Stent positioning revealed no signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 22-may-2024. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the 45 degrees angulated, moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. However, returned device analysis revealed hypotube break.